Event description:
Additional information was received from the consumer regarding steps taken to resolve the sensation of electrical pain. The consumer reported that she was ¿working on this problem still.¿ if additional information is received, a follow up report will be sent.

Event description:
Additional information as received from the patient that reported the steps taken to resolve the issue of not getting the expected feedback is that she cannot be close to any electrical appliance. The issue was resolved as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post traumatic neuralgia. It was reported the patient was experiencing electrical pain. The patient stated that when "it" started, sometimes, if "this" wasn't exactly right, it didn't get the "feedback" she should have been getting. In one area, the patient believed "it" had to do with her "neuroma" that had to deal with her sciatic nerves, which happened right after the seventeenth surgery and it had gotten "irradical." The pain was different because the implant wasn't exactly right. The patient say a healthcare provider (hcp) regarding the electrical pain and had the implant checked out. The electrical pain was noted to have started in (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.